Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic pulmonary wedge resection, the instruments were well installed and fired and formed both well. After fired, the instrument was taken out of the body and placed on the operating table. It was found that screws fell out at the joints of the reload. After careful inspection, the nuts on the reload were lost. The client was not sure whether it was inside the patient or outside. After more than two hours of searching in the chest cavity and surgical area, no nut was found. Then the head nurse wrote a report to the medical department, applying to close the chest to end the operation. X-ray was also performed to locate the nuts.

Event description:
According to the reporter, during laparoscopic pulmonary wedge resection, the instruments were well installed and fired and formed both well. After fired, the instrument was taken out of the body and placed on the operating table. It was found that screws fell out at the joints of the reload. After careful inspection, the nuts on the reload were lost. The client was not sure whether it was inside the patient or outside. After more than two hours of searching in the chest cavity and surgical area, no nut was found. Then the head nurse wrote a report to the medical department, applying to close the chest to end the operation. X-ray was also performed to locate the nuts.

Manufacturer narrative:
Post market vigilance (pmv) led a photographic and physical evaluation of one device. A visual inspection of the returned photos noted the pivot rivet was sticking out of the reload. A visual inspection of the returned product noted one pivot rivet was missing. The reload was fully fired. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Witness marks on the anvil pivot and channel pivot indicate that the unit was likely loaded into the orbital riveter nest improperly, causing the unit to present to the riveter at an angle and clocked out of position. This caused the riveter to over-form the rivet and drive the riveter peen into the channel pivot, resulting in a poorly formed rivet head. This condition likely allowed the rivet to remain in the device long enough to pass the automated rivet inspection downstream of the riveter. The rivet likely fell out during further downstream processing or during shipment. The other rivet in the unit presents with a shallow, under-formed rivet. Improvements have been initiated to mitigate this condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.